Event description:
It was reported to boston scientific corporation that a rotatable small oval med stiff snare was used during a colonoscopy procedure performed on an unknown date. During the procedure, the application of cautery on the snare proved ineffective when the snare was looped around the polyp. The procedure was completed with a similar rotatable snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the suspect device lot number was not reported; therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a050702 captures the reportable event of loop cutting issue.